Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear). (Shell thickness was within specification). As per the investigation procedure wear abrasion and particle as completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported and healthcare professional confirmed right side deflation. Device has been explanted and replaced.

Event description:
Patient reported, and healthcare professional confirmed, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.